Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration of essure device/failure to occlude (close) fallopian tube(s)/patient had expelled one coil'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: colonoscopy on (B)(6) 2017, mammogram on (B)(6) 2013, papanicolaou smear positive in (B)(6) 2013, intrauterine contraceptive device complication, genital herpes, hsv infection, cleft lip and palate, cesarean section, loop electrosurgical excision procedure, vulvitis, vulvovaginitis, hypertension, constipation, iron deficiency anemia, obesity, menorrhagia and hsv infection. Previously administered products, included for an unreported indication: lysteda and paragard. Concomitant products included: intrauterine contraceptive device (paragard). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and abdominal pain lower ("pain lower abdomen when I try to get up"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"), vaginal infection ("vaginal infection") and device expulsion (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia, weight increased, vaginal infection, abdominal pain lower, bacterial vaginosis and device expulsion outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted as per pfs). Current weight: 189 lbs. As per pfs: essure failed to occlude. Later, I had an iud implant. Patient had expelled one coil. In dec during procedure, an additional orifice was noted, and a third essure diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 60.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2009, failure to occlude (close) fallopian tubes. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021, mr received: reporter's information added, medical history were added. Event: migration of essure device/failure to occlude (close) fallopian tube(s) were updated to patient had expelled one coil. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia and weight increased outcome was unknown. The reporter considered alopecia, back pain, device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). On (B)(6) 2020: pfs received no new significant information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia and weight increased outcome was unknown. The reporter considered alopecia, back pain, device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: plaintiff fact sheet was received. Case becomes incident. Previously reported event- injury replaced by specific events: migration of essure device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), hair loss, weight gain, back pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and abdominal pain lower ("pain lower abdomen when I try to get up") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("back pain") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia, weight increased, vaginal infection, abdominal pain lower and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted as per pfs). Current weight 189 lbs. As per pfs - essure failed to occlude - later. I had an iud implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: pfs received: events added: vaginal infection, lower abdominal pain, bacterial vaginosis. Reporter, lab data added. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.